Event description:
It was reported that bd micro-fine¿ pro pen needle is difficult to operate. No patient impact reported. The following information was provided by the initial reporter, translated from japanese to english: this is a report about the difficulty to operate pen needle. According to the user's report, he could do priming but it was difficult to operate the product upon injection.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that bd micro-fine¿ pro pen needle is difficult to operate. No patient impact reported. The following information was provided by the initial reporter, translated from japanese to english: this is a report about the difficulty to operate pen needle. According to the user's report, he could do priming but it was difficult to operate the product upon injection.